Manufacturer narrative:
On (B)(6) 2015: customer was contacted several times with an attempt to obtain returned product. Representative samples from retained samples were evaluated with no issues noted. In addition to adhesion testing, biocompatibility data is available on representative product.

Event description:
On (B)(6) 2015: the end user alleged that the device caused his skin to peel off on the outside when he took the device off.